Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 563 mg/dl; cause was unknown. Customer addressed bg with manual insulin injections and with a correction bolus via the pump. Tandem technical support performed a pump system check and found the pump performed as intended. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.